Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were stick when pressed. The customer's blood glucose was unknown. The customer stated that there was scratches on screen, buttons stick when pressed, battery life diminished to 1.5 weeks, insulin pump was rejecting brand new battery, insulin pump has lost settings and required patient to reprogram basal and time. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify reset alarm, failed battery test alert and charge or battery lasts less than expected anomaly due to buttons not responding. Device received with minor scratched lcd window. The p-cap locks into the reservoir compartment properly noted.